Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a blade bent at the base. The blade was misaligned by 0.845" with respect to the teflon pad. Components adjacent to this bent blade did not show damage. The probable root cause is attributed to damage during use, as moderate misalignment of tips may result from attempting to grasp either hard tissue/objects or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause bending. Additional observation(s)not related to customer reported complaint: the instrument was found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. A piece approximately 0.1050" x 0.0350" was found broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. The probable root cause is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the harmonic ace instrument would not close all the way. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: no fragments fell into the patient, and the patient has not returned to the hospital due to the related issue.,